Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s scs system was not providing adequate therapy after experiencing multiple falls. Reportedly, the ipg turns off within a few minutes of being fully charged. As a result, surgical intervention may occur.